Event description:
A malfunction was reported by the customer on a pump, identified with a malfunction code "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided pump reset information, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurs.